Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an event of over-infusing occurred during the pre-test. There were no patient involvement and harm.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device was last serviced in oct-2025. The customer problem could not be verified as the device passed the accuracy test passed with 20.8ml (18.2ml - 22.2ml) and the cause of the reported issue was unknown. The dso seal was replaced as a preventative measure. The device passed all functional tests.